Event description:
Patient reported obtaining blood glucose results of 811 mg/dl, 811 mg/dl, and 938 mg/dl, while using the suspect device. The device's numeric reading range is 10 - 600 mg/dl; values > 600 mg/dl should display as "hi." Patient indicated that no action was taken based on these results. No patient injury was reported and no treatment was received. While on the line with technical support, patient was unable to locate these values in the device's memory. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.